Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure performed was to treat a left main coronary artery. A 3.50x33mm xience sierra was noted to be slow during inflation; however, stent was deployed at 18 atmospheres. The xience sierra would not fully deflate after attempts to flush the contrast out of the balloon with saline, pulled negative multiple times and finally resorted to using the phillips laser to pop and deflate the balloon. It was noted the device was not prepped (air aspiration) outside the anatomy prior to use. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Event description:
It was reported that the procedure performed was to treat a right coronary artery. A 3.50x33mm xience sierra was noted to be slow during inflation; however, stent was deployed at 18 atmospheres. The xience sierra would not fully deflate after attempts to flush the contrast out of the balloon with saline, pulled negative multiple times and finally resorted to using the phillips laser to pop and deflate the balloon. It was noted the device was not prepped (air aspiration) outside the anatomy prior to use. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided. B5 correction: whether or not the balloon suddenly deflated on its own or was ruptured by the laser is unknown, but it eventually did deflate without causing any harm to the patient or to the stent itself.

Manufacturer narrative:
2017- above rbp. The device was returned for analysis. The reported inflation problem and the reported deflation problem were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, the device was not prepped (air aspiration) outside the anatomy prior to use. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use (IFU) lists delivery system preparation to be performed prior to delivery procedure. Additionally, it was reported the stent was deployed at 18 atmospheres (atm). It should be noted that the instructions for use states: note: do not exceed the labeled rated burst pressure (rbp). A cine was received and reviewed by an abbott vascular clinical specialist. The provided images are for the treatment of a right coronary artery. However, a stent appearing to be 3.50x33mm in size is deployed in the proximal right coronary artery and the balloon of the stent delivery system does fail to deflate completely. As several images focus on the balloon failing to deflate in the right coronary artery it is reasonable to conclude that this is the device in question. There are no images of a laser catheter being used to ¿pop¿ the balloon. As the reported difficulties inflating and deflating the balloon were unable to be confirmed during return analysis, the investigation determined a conclusive cause for the reported inflation/deflation issues cannot be determined. The noted multiple bends on the hypotube likely occurred due to handling during/post procedure or during packing for return analysis. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.